Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records and receiving inspection for the plate were reviewed and identified no deviations or anomalies. A copper sulfate test droplet method check verified the part is conforming to passivation specification. The item exhibits a heavy gouge and corrosion around hole. This device is used for treatment. A complaint history review was conducted for part# 47235701704 and identified no other complaints for this device. Since the passivation of the plate was confirmed it is likely that the damage to the plate caused a defect in the passivation layer leading to the corrosion observed. A definitive root cause of the gouge in the plate cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during removal of the plate, it was noticed the screw hole was damaged and foreign material from the human body was present on the plate.